Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? What anatomical structure was stapled with this device? What was the site of the leak? Were any staple formation issues identified throughout the procedure? What was done to address the leak? Did the surgeon wait 15 seconds prior to firing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic cyst prostatectomy, there was a leak from stapler usage after an unknown urology case. Patient was admitted due to bladder cancer and brought in for a radical cystectomy. Staple leak near the bowel was discovered on patient after a CT scan. It resulted in an elevated white blood cell count and the 4po intake gi refunction to return. Patient required surgery consultation and had to have a ileostomy. Surgeon mentioned after that following his 5 years of using this product, he feels that it isn't as user friendly like it used to be.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. Additional information was requested and the following was obtained: what procedure was being performed? Robotic cyst prostatectomy. What anatomical structure was stapled with this device? What was the site of the leak? Bowel. Were any staple formation issues identified throughout the procedure? No. What was done to address the leak? Ileostomy. Did the surgeon wait 15 seconds prior to firing? Yes.